Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl. Customer current blood glucose level was 197 mg/dl. The customer was treated with manual injection and insulin pump. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleged insulin pump was under delivering as it did not alert her if her blood glucose rise and says automode did not do it. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.